Manufacturer narrative:
Block a: no patient information available after attempts 10/21/21, 10/25/21, and 10/27/21. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the reported issue. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported the unit would not switch from bag to vent mode during a case. There was no patient injury.